Event description:
It was reported that in 2008, the pt went to the clinic for fitting. The audiologist carried out testing, which confirmed that the device has malfunctioned, however, the patient was still able to hear with her device. The following month, the patient came to the clinic again and reported that she is no longer able to hear with her device. Testing was carried out again, which confirmed previous results. All external parts were exchanged, but without success.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.